Manufacturer narrative:
The suture was returned in a foil pouch which was cut open. Exposure of the suture to air can cause deterioration of the suture and loss of tensile strength.

Event description:
During an unspecified procedure, the suture broke. No add'l info was available.